Event description:
The following has been reported: biomed reported: "infusion department reported that the pump with sn: (B)(6) is generating a tubing error/ "reload cassette" message. No patient harm was reported in relation to this issue. A preliminary review identified the following issue: sensor hardware failure (downstream air sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.